Manufacturer narrative:
Lot number, expiration date, UDI: (B)(4). A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient¿s physique was described as average build, non-obese. (B)(4). Product investigation evaluation: one zipfix implant from 08.501.001.20s (lot#9371251) with separated locking head was received. The fractured section, towards the locking head, shows rough signs of forceps usage. Due to insufficient information, however, no root cause pertaining to the failure could be identified. The non-manufacturing product development evaluation is closed as indeterminate. Product investigation summary: only a part including the detached head of approximately 110mm length was received of the complained zipfix implant. The remaining part, measuring around 180mm, was not received and is missing. The available segments of the implant show various signs of damage and deformation. Because of the damage, the complaint relevant dimensions could not be checked against print specifications. Device history record review: manufacturing site: (B)(4). Manufacturing date: march 23, 2015 - expiry date: march 1, 2020. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The exact date of device breakage is unknown; however, the break was discovered during the debridement procedure on (B)(6) 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported by the surgeon that after two (2) months from the original implant procedure, the patient returned for a check-up. It was during this visit that a slight bump on the patient's chest was discovered. This discovered issue led to the decision to perform a second surgery. During the revision, the surgical staff found that the zipfix had broken. The implant was removed. The surgeon indicated that four (4) zipfix were placed in the sternum and a normal wire at the manubrium. The broken zipfix was the first after the normal wire at the manubrium. The patient had reported discomfort and protrusion was identified in the chest due to mobile wire.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported broken and explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the surgeon opened the wound for sternal debridement and found that the first zipfix after the stainless steel wire was broken already. This report is 1 of 1 for (B)(4).